Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple emergency backup battery (ebb) fault alarms. The ebb was exchanged and re-seated multiple times. On (B)(6) 2025, the patient presented to the clinic for ebb exchange. On (B)(6) 2025, the ebb was exchanged due to ongoing ebb fault alarms. On (B)(6) 2025, the patient reported ebb fault alarms, which resolved on their own. On (B)(6) 2025, an ebb fault alarm was reported to have occurred 1 week prior. A self-test was completed in clinic and there were no visible alarms on the system controller. The modular cable appeared to have been completely taped with rescue tape. It was recommended that the patient exchange both the controller and the modular cable at the same time. Following review of the submitted log files by tech services, it appeared there were ebb fault alarms between on (B)(6) 2025. Given the alarms and the state of the modular cable, tech services recommended that both the system controller and modular cable be replaced. There also appeared to be a few low power advisories due to normal battery depletion within the log files. There were no other unusual events recorded in the log file event history and the mechanical circulatory support (mcs) equipment operated as intended. Due to the patient's international normalized ratio (inr) being low, the patient missing multiple warfarin doses, and having no active alarms, the patient was scheduled for an exchange. The equipment would be returned after the exchange.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The modular cable and controller were both exchanged on (B)(6) 2025. The patient denied any alarms following the exchange. The modular cable damage was noted to have breached the armor layer.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm activating on 14may2025 was not confirmed. The reported event of a backup battery fault alarm activating on 28may2025 was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. System controller periodic log files were submitted and downloaded for review and data associated with the reported event was observed from 28may2025 ¿ 30may2025. The log files captured a backup battery fault alarm from 28may2025 at 07:33:29 to 30may2025 at 11:33:20 due to the backup battery not passing the load test. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarm activated and the initial conditions that caused the alarm to activate cannot be determined from this log file. The system controller event log files contained data from 29may2025 ¿ 30may2025; therefore, the exact time that the alarm activated, and the cause of the backup battery fault alarms also could not be determined from these log files as the data was overwritten by newer incoming data. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The log files did not contain any data from the event date of 14may2025. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported events could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of the backup battery not passing the load test; however, the returned system controller was manufactured prior to the implementation of the CAPA. There were incidental findings of: the strain reliefs on the connector side of both the white and black power cables were observed to be broken, multiple cuts were observed on the outer jacket of both the system controller¿s black and white power cables, fluid ingress was observed on the underlying layers and on the wires of both system controller power cables, and wire fatigue was observed on both power cables. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 24mar2017. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.